Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was 123 mg/dl. The customer changed infusion set and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.